Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "wire/needle/cannula damaged or missing" was reported. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
After submission of the initial MDR product was received on 5/8/2025 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-125671 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.